Event description:
Additional information was received from the medical professional indicating that "further intervention needs to be discussed with the patient." At the moment, revision surgery is likely, but has not been scheduled.

Event description:
X-rays were reviewed on (B)(6) 2013. The generator is visualized in a normal placement in the left upper chest. The filter feed-through wires appear to be intact. The lead connector pins appears to be fully inserted into the generator connector block. The lead wires at the connector pin appear to be intact. Part of the lead body is behind the generator and could not be assessed. The electrode arrangement on the vagal nerve, the strain-relief, and the tie-downs could not be fully assessed as they were not clearly visualized in the ap chest image. No acute angles or breaks could be found in the portions of the lead that could be fully assessed. No assessment can be made of the parts of the lead that could not be fully assessed. Generator revision was performed on (B)(6) 2013. The product is pending return.

Event description:
The device was returned. The reported "end of service and low battery" allegations were confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The reported "failure to program" allegation was duplicated in the pa lab and determined to be the result of normal battery depletion. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received that the vns patient's generator was at end of battery life. The patient will have their generator replaced either the (B)(6) 2013. It is not the hospital policy to return explanted products.

Event description:
It was reported by a physician that patient could not be successfully interrogated using their programming equipment. The physician indicated that other patients were interrogated successfully using the same equipment on the same day. Moreover, the patient indicated there was perception of stimulation from the device. At the moment it is unknown if the patient's device has reached end of service as attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no anomalies noted.